Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the pacemaker had entered back-up vvi mode. The pulse generator was explanted and replaced. It was also reported that the patient's right ventricular (rv) lead exhibited high pacing impedance measurements. The lead was explanted and replaced. The patient was stable following both procedures.

Event description:
It was also reported that the patient's right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable following before, during and after the procedure.